Event description:
In 2005-a dental implant was placed in tooth location #31. Subsequently the patient was experiencing pain. Six months later the clinicians was contacted. He stated the patient had two implants placed on the same day for tooth locations #29 and #31. Afterwards the patient complained of pain for tooth location #31. He later decided to remove implant #31 from the patient's mouth. After the implant was removed the patient's pain dissolved. The patient was seen post operative and was re-implanted with a larger size implant and is doing well with no problem.